Event description:
Procedure: gastrectomy. According to the reporter: during robotic total gastrectomy procedure, customer tried to transect the distal part of esophagus using egia60amt and idrive ultra, after doing the duodenum. Before this accident occurred, he checked the solid green light on the status display, after clamping the esophagus completely. When pushing the green safety button, he checked the "blinking" green light on the status indication. And when he transected the duodenum with the egia60amt and idrive ultra, I-beam stopped advancing forward about 6~7 times, until advancing forward completely. When I-beam stopped advancing forward, he pushed the blue button again and again. However, I-beam did not advance at all and "blue light" did not show on the status indication. He tried pushing the blue button several times more, but I-beam did not move at all. So, he replaced the abnormal reloads with a new egia60amt and succeeded transecting the esophagus. No patient injury. The patient had no history of ulcer on the stomach, but he was relatively fat. On this procedure, the sales rep. Was observing the surgery on the operating room.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot# and serial # added for the concomitant product.